Event description:
Healthcare professional reported left side implant rupture and "there is a double contour of the prothesis margin." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, one opening extended on the posterior, yellow biological tissue on the shell and crease fold. A microscopic analysis was performed which identified: one opening sharp and non-penetrating nick, near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as surgical impact.

Manufacturer narrative:
Additional information: b5, d7, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant rupture and "there is a double contour of the prothesis margin." The device remains implanted.